Manufacturer narrative:
This supplemental MDR is being submitted for reference of a mfg. Report number related to this report and additional device code. This report is 1 of 2 being submitted for this complaint, reference mfg. No. 2015691-2020-12607. The following section of this report has been updated: section f10 (device code).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, very low placement and mixed valve disease, (minimal valve calcification) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 and 1/2-months post implant of an aortic valve in valve procedure with two 29mm sapien 3 valves, the two (2) valves migrated into the left ventricle due to low placement and mixed valve disease (minimal valve calcification). Per report, the valves embolized and flipped orientation. The valves were explanted, and an edwards surgical valve was placed in the aortic position. As reported, at 1-month post procedure follow up an echo was performed. A CT revealed lvot obstruction from the 2 sapien 3 valves. The patient did not have increased symptoms and a normal coronary angiogram. Severe mitral regurgitation was noted on echo. The patient was admitted for surgical repair/replacement and during the viv explant, the two valves were observed to have migrated into the left ventricle due to very low placement and minimal valve calcification. The embolized valves were reported to have ¿flipped orientation¿. An edwards surgical valve was placed in the aortic position. The patient is reported to be stable and doing well. During the initial procedure, the 1st sapien 3 valve was deployed too ventricular resulting in moderate-severe paravalvular leak (pvl). A decision was made to place a 2nd valve. The 2nd valve landed inside the 1st valve in the same position and the pvl was reduced to trivial.